Event description:
Booked hip revision due to patient presenting with pain and dislocation. Hip was revised, accolade stem removed and cup liner. Stem replaced with restoration modular and mdm. Upon explanting the stem it was noted by the surgeon that the stem and femoral head showed debris.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Sent to (B)(4).

Manufacturer narrative:
An event regarding dislocation involving a metal femoral head was reported. The event was not confirmed method & results: the device was not returned for analysis. Images of the device were provided. Debris was noted around the female taper of the device. Device return and subsequent material analysis is needed to confirm this debris. A medical review was performed and concluded: "based upon current information, it is not possible to solve this case with any reasonable certainty. It may seem that a procedure-related issue, possibly with secondary patient-related issues, exists with regard to component stability causing dislocation but final proof is missing." Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, lateral x-rays, x-rays confirming dislocation, return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Booked hip revision due to patient presenting with pain and dislocation. Hip was revised, accolade stem removed and cup liner. Stem replaced with restoration modular and mdm. Upon explanting the stem it was noted by the surgeon that the stem and femoral head showed debris.